Manufacturer narrative:
No button response due to flattened act keypad dome. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker. The insulin pump was unable to perform the displacement test due to keypad anomaly. Numbers does not ramp up on its own orscroll bar moving with no input.

Event description:
The customer reported that the insulin pump fell out of the belt clip and hit a tile floor, and that the numbers on the display began scrolling without input from the keypad. The blood glucose reading was 73 mg/dl. The customer reported that the insulin pump had a crack on the reservoir compartment that became larger when the insulin pump fell. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.